Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2014, it was reported that there were blue spots on the display of the patient's infusion device that could affect the values displayed on the device. No adverse event was reported. The infusion device was requested to be returned for product evaluation.